Event description:
It was reported by the customer that on (B)(6) 2010 the aiming beam fired straight out of the fiber at 101,373 joules. No injury was reported. The device was not returned to american medical systems for eval.